Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to attach to the patient's esophagus. The patient had to be intubated and a repeat procedure performed. There was nothing unusual about patient or procedure and an endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. No known adverse events were reported.

Manufacturer narrative:
This report is based on information from the complaint tracking system. No product was received at medtronic. This device has been used in the treatment or diagnosis of a patient. The customer reported that a bravo capsule failed to attach. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. No corrective action is required, because no failure mode was identified, since the product was not returned. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.